Event description:
It was reported, that the fluid warmer would not come up to temperature. Patient involvement unknown.

Manufacturer narrative:
B3: date of event and d4: UDI number is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56, when additional reportable information becomes available.

Manufacturer narrative:
Email is: (B)(6). H6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found a cracked tank cover, corroded drain fitting, an outdated printed circuit board (pcb) and an outdated power switch. The device doesn't heat up at all confirming the customer complaint. Root cause was attributed to a faulty heater. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.